Event description:
This ra lead was implanted on (B)(6) 1995 and remains implanted up to this time. A call to technical services placed on (B)(6) 2014 states that this lead has some noise but it is pretty spread out. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).